Manufacturer narrative:
Investigation is ongoing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rn's have experienced difficulty in the past 24 hours with flushing and withdrawing blood from the red lumen of patient's 2.6f PICC catheter. Patient now complaining of pain at insertion site when attempts at flushing the red lumen occur. Bedside rn notified attending md and red lumen to no longer be used at this time. Ivt consulted. Ir consult place and plan for patient to get line re-wired/replaced.

Manufacturer narrative:
No devices were returned for evaluation, and no photographs were provided. Attempts to obtain additional information were unsuccessful. The contract manufacturer conducted a review of the manufacturing records for the lot number reported. Their investigation revealed the devices were manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacturing process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. Without an evaluation of the device the complaint cannot be confirmed, and a root cause cannot be determined. The instructions for use (IFU) contain the following warnings and precautions. *do not use infusion equipment which can exceed the working pressure of 1.0bar max/750mmhg (14.5 psi). *only use infusion equipment complying with standards, which do not exceed a shut-off pressure of 1.0bar. Bolus injections should be slow and must not exceed the maximum bolus pressure of 1.2bar/900mmhg (17.4 psi). Small syringes will generate excessive pressure and may damage the catheter. The use of 10cc or larger syringes are recommended. Do not flush against resistance. If the lumen will neither aspirate nor flush, and it has been determined that the catheter is occluded with blood, follow institutional declotting procedure. *do not use sharp instruments near the extension lines or catheter lumen. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.